Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
They noted this one however seems that its happened a few times periodically. When the surgeon clamps down part stays on the vessel other stays on the applier. Appliers in inventory are 533150 and 533151. Nothing fell inside the patient. The clip sticks and then the vessel gets torn. The surgeon needs to put more clips.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number provided is not a valid number for this parte number. P/n: 533837 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n: 533802 hp ti med 10/cart 180/box, lot#: 73d2100064, the samples were visually inspected and issue reported "clip loading/seating issue - misfire" was not observed in the current manufacturing process. Revision of d000761 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
They noted this one however seems that its happened a few times periodically. When the surgeon clamps down part stays on the vessel other stays on the applier. Appliers in inventory are 533150 and 533151. Nothing fell inside the patient. The clip sticks and then the vessel gets torn. The surgeon needs to put more clips.